Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer had a couple of episodes of low blood glucose the last two weeks. Caller also stated that the customer had chest pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.